Event description:
A report was rec'd that a pt is expected to undergo a revision procedure. The pt is implanted with an m-1 connector that is not working, and another m-1 connector that is only partially working.